Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29, (serial: (B)(6)); product type: 0195-heart valves; product ID: l-evolutfx-2329, (lot: 0012685683); product type: 0195-heart valves; product ID d-evolutfx-2329, (lot: 0012760080); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the patient was measured for a 26 mm valve however there were also larger measurements. It was determined to use a 29 mm valve. The valve was deployed and the valve moved aortic. The valve was fully recaptured. The valve was deployed a second time and moved aortic and was again fully recaptured. The position was changed. A third deployment began with marker band below the pigtail and the valve moved aortic and was fully recaptured. The position was changed again. A fourth deployment was made and the valve moved aortic and was again fully recaptured. A fifth deployment attempt was made and again the valve moved aortic and was recaptured. The positioning was changed again. A sixth deployment was made and the valve moved aortic and was recaptured. A seventh deployment was attempted and again the valve moved aortic and was recaptured. The valve was removed. A 26 mm valve was then used. The valve was deployed too deep and was recaptured. The second deployment was at 7 mm below the non-medtronic surgical ring with no paravalvular leak (pvl) and a mean gradient of 6 mmhg.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received without a valve loaded within the capsule. Device was received with the handle and capsule partially opened. Catheter shaft appeared bent. Delamination was observed over the nitinol reinforcing frame of the capsule. The nosecone appeared bent. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. There was slight damage observed on the threading of the screw gear. No other deformation evident to the remainder of the device. The reported event of dislodged could not be confirmed through analysis. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.